Event description:
The customer reported the system is high current errors and having problems with the tube. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the x-ray tube monoblock assembly. System operates as intended. This MDR is related to ge healthcare.